Manufacturer narrative:
The complaint is not confirmed based on the customer provided photo, which displays the device in the closed state. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.

Event description:
It was reported on 01/13/2023 by a arthrex employee via sems that an ar-8150px-45 powerpick would not activate mechanism that exposes drill bit. Case involvement, no patient effect.